Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a malfunction alarm when the customer was replacing infusion set. The customer's blood glucose level was elevated (294 mg/dl), and was addressed by delivering a bolus, via the pump. Reportedly, the customer reset the pump and was able to resume insulin delivery.